Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The file also indicated the use of a viscoelastic that is not qualified with the lens/monarch combination used. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, "the lens was cracked." Additional information has been requested.